Manufacturer narrative:
Based on historical complaint investigations and the reported event, the fractured humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture. Additionally, the device may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure. However, this cannot be confirmed as the device was not returned for evaluation.

Event description:
As was reported, the surgeon impacted the humeral liner when the bottom of the 38mm humeral liner tip fractured off. The broken piece was thrown away by central sterile and will not return. There was no impact on the patient. Patient was last known to be in stable condition following the event.